Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the staple line malfunctioned. Staples did not form correctly on the 4th and 5th firing. Malformed staple line had to be dissected out and removed. Another endo gia universal roticulator load from another lot was used to complete the sleeve gastrectomy with a finer margin along the bugee. The pt lost, as a result of the misfire, approx an additional 100 ml of blood. The procedure took an extra hour to complete and the pt stayed an additional 1 day in the hospital.